Manufacturer narrative:
The work order was canceled, and the remote service engineer (rse) was not able to evaluate the device. The outcome of the service event is unknown. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device was having high flow therapy. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.